Manufacturer narrative:
(B)(4). The reported ballooned pump segment was confirmed. The set was primed to gravity and pressure tested; no leakage was identified. However, during pressure testing, bulging of the pump segment was confirmed. The set was loaded into an in-house pump module and an infusion was started at 50 ml/hr. The infusion ran for 60 minutes without any alarms or errors. The root cause of the bulge was not identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being effectively clamped off above the injection port. Pressure in the tubing will build up causing the pump segment to expand.

Event description:
Customer reported ballooning of the pump segment occurred during an infusion. Phenylephrine was infusing at 50 ml/hr, the set had been in use for 2 days. Three lines were connected a manifold connected to a central line. Stated the pump module alarmed for fluid-side occlusion. "The alarm was a high-pitched constant alarm and read occluded / check IV pump set. No other issues were noted." No pt harm or medical intervention occurred. No further pt/event info was reported.